Manufacturer narrative:
The lot number has been provided and a review of the device history records is currently being performed. The complaint sample has been returned and the device evaluation is currently underway.

Event description:
It was reported that the bypass graft was coming apart in the middle. Reportedly, the graft was implanted successfully for a fem-tibial bypass. Five days post implant, the patient presented to the hospital with a hematoma. The graft was explanted and upon explant, it was identified that the graft was coming apart in the middle. It should be noted that approximately three days post graft implant, the patient sustained a fall.